Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed the self test and displacement test. No pump error 53 alarms noted during testing. However, the history/trace download confirmed pump error 53(line number 439 file number 16) alarms on 09/07/2024 at 07:12:15.000. History/trace download confirmed pump error 54(line number 356 file number 32127) alarms on 09/07/2024 at 07:12:13.000. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 j7, j2, q3, l5 / pcba 2 j1 / motor/ force sensor]. The test p cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked case, label damage(faded/stained/peeling), and stained keypad overlay. Pump error 53(line number 1247 file number 172) alarms confirmed in the pump history/trace files on 09/07/2024 at 07:12:15.000 and pump error 54(line number 356 file number 32127) alarms confirmed in the pump history/trace files on 09/07/2024 at 07:12:13.000 due to [pcba 1 j7, j2, q3, l5 / pcba 2 j1 / motor/ force sensor]. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 54 (hal software error detected), pump error 53 (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.